Manufacturer narrative:
Date sent to the FDA: 04/06/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent excision of old mesh, partial cecectomy, closure of bladder and cystorrhaphy on (B)(6) 2018 during which the surgeon noted he encountered the previously placed mesh encased with omentum. The mesh was removed. Additional adhesions were lysed sharply. It was reported that the patient experienced severe pain, scarring, adhesions, inflammation, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 04/14/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.